Manufacturer narrative:
(B)(4). Batch # p57j5v. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damaged and with a reload loaded in the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The condition of the drivers consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify, when the device "presented a problem locking during the procedure", was the device not able to be fired (meaning no cut line or staple line delivered)? Or was the device locked on tissue? If yes, how was the device removed?

Event description:
It was reported that in the surgery of the patient submitted to rectosigmoidectomy surgical procedure, the stapler presented a problem locking during the procedure, we tried to do the stapling with the same, but without success, replacement was necessary. There was no problem to the procedure and patient.